Event description:
It was reported that a user attempted to pair a libre 3+ sensor with the ilet, received a ¿pairing failed¿ alert, then successfully rescanned the sensor and observed the warmup timer, indicating resolution of the pairing issue; this was consistent with an intermittent communication failure involving the device¿s antenna and the electrical/magnetic communication components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communications with the user and analysis of the information provided. Investigation of this case revealed an interoperability problem identified between the sensor and the ilet, characterized as intermittent communication failure and associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.